Event description:
During lap nephrectomy, surgeon placed endoscopic linear stapler across renal artery, device was locked and fired. Upon release of the instrument, profuse bleeding began. The device did not appear to engage staples prior to cutting the tissue. Life saving measures were implemented. Patient passed away approx 5 hours later.